Event description:
It was reported that the patient on remodulin sq therapy experienced issues with the cleo device infusion set, on remodulin sq therapyincluding infusion site reactions (erythema, purulent discharge, swelling, pain, irritation), urticaria, and ongoing diarrhea. Site changed and therapy temporarily withheld due to intolerable symptoms. Patient harm reported; outcomes unknown except diarrhea (not resolved). There was patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.